Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information or the device is returned at a later time, this report will be supplemented accordingly. The instruction manual contains a warning statement regarding the use of the device. "Before activating the output, be sure that neither the grasping section nor the probe tip comes into contact with the surrounding tissue. Otherwise, such conditions could potentially reduce the effectiveness of the thunderbeat instrument and could cause unintended tissue damage."

Event description:
Olympus was informed that during a laparoscopic assisted vaginal hysterectomy (lavh) procedure, the surgeon had the device oriented through a lateral trocar (just medial and inferior to the iliac crest) with the device jaws closed on the left uterine artery. It was reported that the non-insulated segment of the device shaft came in contact with the bowel and caused the bowel to blanch while seal mode was being utilized. The device was removed and the intended procedure was completed with cutting forceps. There was no bleeding observed during the procedure. The patient was admitted for a 24-hour observation. The patient was reported to be doing fine after her hospitalization. No further information was provided.